Manufacturer narrative:
(B)(4). This MDR is being filed after the associated complaint was reviewed under remediation protocol_cap(B)(4), compliant/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The lumen of the PICC line had a split just below the hub and the hub disconnected. The PICC line had to be removed, treatment was stopped and patient had to be scheduled to replace the PICC line.